Event description:
Revision surgery - the patient dislocated. It is unknown what caused the dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 6.1 years of patient use. There is no information in this complaint about any patient injured, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the ninth complaint for this part number; two complaints due to dislocation, one complaint due to pain, one complaint due to osteolysis, one complaint due to loose joint, one complaint for fractured femur, one complaint due to infection, and one complaint due to subluxation. This is the second complaint for pain. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation; such as a loose joint from inadequate soft tissue or patient activity. Not returned/lost or disposed of.